Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2008. It was reported that the recharge intervals for the ipg has increased significantly. The patient has stimulation. A replacement charging system was sent to the patient. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further patient complications were reported.